Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined. Subject device is not available.

Event description:
It was reported that during procedure, when pulling back the stent (subject device) within the microcatheter, the stent delivery wire separated from the stent. There were no clinical consequences to the patient.

Event description:
It was reported that during procedure, when pulling back the stent (subject device) within the microcatheter, the stent was prematurely deployed within the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
Corrected from "break" to "premature separation".